Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil perforated my fallopian tubes / perforation of the tubed by the coil"), uterine perforation ("essure coil was embedded in my uterus / coils becoming embedded in other tissues/organs /coils migration"), pregnancy with contraceptive device ("unintended pregnancy"), high risk pregnancy ("high risk pregnancy"), premature delivery ("delivery at 36 weeks"), cervix cerclage procedure ("cerclage"), anal incontinence ("bowel incontinence"), abdominal pain lower ("cramping"), genital haemorrhage ("heavy bleeding"), fibromyalgia ("worsened fibromyalgia"), device breakage ("suregery done to remove remaining portion of coil)") and gestational diabetes ("gestational diabetes") in a 36-year-old female patient (gravida 6, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, termination of pregnancy (termination of pregnancy 2008 and 2009 for unwanted pregnancies), panic attacks, chronic sinusitis and sinus operation in 2008. Previously administered products included for an unreported indication: depo-provera in 2011. Concurrent conditions included fibromyalgia since 2006, obesity, anxiety, depression and breast feeding. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain ("back pain"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy (seriousness criterion medically significant) and cervix cerclage procedure (seriousness criterion medically significant). In 2013, the patient underwent pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy (seriousness criterion medically significant) and cervix cerclage procedure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). In 2014, the patient experienced anal incontinence (seriousness criterion disability) and abdominal adhesions ("bowel adherent to abdominal wall"). In (B)(6) 2016, the patient experienced splenomegaly ("enlarged spleen"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("worsened depression"), anxiety ("mental anguish / worsened anxiety"), emotional distress ("emotional distress"), feeling abnormal ("brain fog"), confusional state ("confusion"), fibromyalgia (seriousness criterion disability), device breakage (seriousness criteria medically significant and intervention required) and gestational diabetes (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with fluoxetine hydrochloride (prozac), oxycodone hydrochloride (oxycontin), vicodin (norco), clonazepam (clonopin), lorazepam (ativan), alprazolam (xanax), buspirone hydrochloride (buspar), surgery (hysterectomy on (B)(6) 2015), surgery (cesarean section on (B)(6) 2014) and surgery (laparoscopic da vinci assisted total hysterectomy & bilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, high risk pregnancy, premature delivery, cervix cerclage procedure, emotional distress, splenomegaly, abdominal adhesions, back pain, device breakage and gestational diabetes outcome was unknown, the pregnancy with contraceptive device, abdominal pain lower, feeling abnormal and confusional state had resolved and the anal incontinence, genital haemorrhage, depression, anxiety and fibromyalgia was resolving. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal adhesions, abdominal pain lower, anal incontinence, anxiety, back pain, cervix cerclage procedure, confusional state, depression, device breakage, emotional distress, fallopian tube perforation, feeling abnormal, fibromyalgia, genital haemorrhage, gestational diabetes, high risk pregnancy, pregnancy with contraceptive device, premature delivery, splenomegaly and uterine perforation to be related to essure. The reporter commented: because of the severe pain she experienced during the pregnancy and due to narcotics having to be prescribed to her, the twin babies had to be weaned off of narcotics in the nicu, along with other health issues (twin babies cases: (B)(4) and (B)(4)). Two removal dates of essure were reported: (B)(6) 2014 (c-section) and (B)(6) 2015 (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes were completely blocked (B)(6) 2012: x ray dye- doctor told plaintiff she was completed block device was in the correct place. (B)(6) 2014, surgical pathology report: source of tissue: essure coil from left fallopian tube; right and left fallopian tubes; placenta clinical information: cesarean section with bilateral tubal ligation; edc ¿ (B)(6) 2014; date of delivery ¿ (B)(6) 2014at 0207; gravida 7 para 3 term 3 preterm 0 aborta 3 living 3; baby a - sex - male, weight - 4 pounds 2 ounces, apgars 7 and 9; baby b - sex - male, weight - 4 pounds 15 ounces, apgars 7 and 9; amniotic fluid - clear diagnosis: left fallopian tube coil- gross examination only. Fallopian tube (right), salpingectomy- unremarkable fallopian tube, complete cross-section identified, fallopian tube (left), salpingectomy- unremarkable fallopian tube, complete cross-section identified, placenta- monochorionic diamniotic twin placenta (622 grams) with gross and microscopic features consistent with twin-twin transfusion; and disrupted maternal surface in one twin. Gross description: received in formalin labeled "essure coil of left fallopian tube", the specimen consists of a silver metallic coil that is 1.5 cm in length and 0.2 cm in greatest diameter. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. On 20-jul-2018: event cramping, heavy bleeding, fibromyalgia, brain fog, confusion, depression, anxiety, bowel incontinence,severe and persistent pain outcome has been updated. Event device breakage and gestational diabetes added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil perforated my fallopian tubes / perforation of the tubed by the coil"), uterine perforation ("essure coil was embedded in my uterus / coils becoming embedded in other tissues/organs /coils migration"), pregnancy with contraceptive device ("unintended pregnancy"), high risk pregnancy ("high risk pregnancy"), premature delivery ("delivery at 36 weeks"), cervix cerclage procedure ("cerclage"), anal incontinence ("bowel incontinence"), abdominal pain lower ("cramping"), genital haemorrhage ("heavy bleeding"), fibromyalgia ("worsened fibromyalgia"), device breakage ("surgery done to remove remaining portion of coil)") and gestational diabetes ("gestational diabetes") in a 36-year-old female patient (gravida 6, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, termination of pregnancy (termination of pregnancy 2008 and 2009 for unwanted pregnancies), panic attacks, chronic sinusitis and sinus operation in 2008. Previously administered products included for an unreported indication: depo-provera in 2011. Concurrent conditions included fibromyalgia since 2006, obesity, anxiety, depression and breast feeding. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain ("back pain"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy (seriousness criterion medically significant) and cervix cerclage procedure (seriousness criterion medically significant). In 2013, the patient underwent pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy (seriousness criterion medically significant) and cervix cerclage procedure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). In 2014, the patient experienced anal incontinence (seriousness criterion disability) and abdominal adhesions ("bowel adherent to abdominal wall"). In (B)(6) 2016, the patient experienced splenomegaly ("enlarged spleen"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("worsened depression"), anxiety ("mental anguish / worsened anxiety"), emotional distress ("emotional distress"), feeling abnormal ("brain fog"), confusional state ("confusion"), fibromyalgia (seriousness criterion disability), device breakage (seriousness criteria medically significant and intervention required) and gestational diabetes (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with fluoxetine hydrochloride (prozac), oxycodone hydrochloride (oxycontin), vicodin (norco), clonazepam (clonopin), lorazepam (ativan), alprazolam (xanax), buspirone hydrochloride (buspar), surgery (hysterectomy on (B)(6) 2015), surgery (cesarean section on (B)(6) 2014) and surgery (laparoscopic da vinci assisted total hysterectomy & bilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, high risk pregnancy, premature delivery, cervix cerclage procedure, emotional distress, splenomegaly, abdominal adhesions, back pain, device breakage and gestational diabetes outcome was unknown, the pregnancy with contraceptive device, abdominal pain lower, feeling abnormal and confusional state had resolved and the anal incontinence, genital haemorrhage, depression, anxiety and fibromyalgia was resolving. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal adhesions, abdominal pain lower, anal incontinence, anxiety, back pain, cervix cerclage procedure, confusional state, depression, device breakage, emotional distress, fallopian tube perforation, feeling abnormal, fibromyalgia, genital haemorrhage, gestational diabetes, high risk pregnancy, pregnancy with contraceptive device, premature delivery, splenomegaly and uterine perforation to be related to essure. The reporter commented: because of the severe pain she experienced during the pregnancy and due to narcotics having to be prescribed to her, the twin babies had to be weaned off of narcotics in the nicu, along with other health issues (twin babies cases: (B)(4)). Two removal dates of essure were reported: (B)(6) 2014 (c-section) and (B)(6) 2015 (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes were completely blocked (B)(6) 2012: x ray dye- doctor told plaintiff she was completed block device was in the correct place. (B)(6) 2014, surgical pathology report: source of tissue: essure coil from left fallopian tube; right and left fallopian tubes; placenta clinical information: cesarean section with bilateral tubal ligation; edc ¿ (B)(6) 2014; date of delivery ¿ (B)(6) 2014 at 0207; gravida 7 para 3 term 3 preterm 0 aborta 3 living 3; baby a - sex - male, weight - 4 pounds 2 ounces, apgars 7 and 9; baby b - sex - male, weight - 4 pounds 15 ounces, apgars 7 and 9; amniotic fluid - clear diagnosis: left fallopian tube coil- gross examination only. Fallopian tube (right), salpingectomy- unremarkable fallopian tube, complete cross-section identified, fallopian tube (left), salpingectomy- unremarkable fallopian tube, complete cross-section identified, placenta- monochorionic diamniotic twin placenta (622 grams) with gross and microscopic features consistent with twin-twin transfusion; and disrupted maternal surface in one twin. Gross description: received in formalin labeled "essure coil of left fallopian tube", the specimen consists of a silver metallic coil that is 1.5 cm in length and 0.2 cm in greatest diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one coil perforated my fallopian tubes / perforation of the tubed by the coil'), uterine perforation ('essure coil was embedded in my uterus / coils becoming embedded in other tissues/organs /coils migration'), premature delivery ('delivery at 36 weeks'), cervix cerclage procedure ('cerclage'), anal incontinence ('bowel incontinence'), abdominal pain lower ('cramping'), genital haemorrhage ('heavy bleeding'), fibromyalgia ('worsened fibromyalgia'), device breakage ('surgery done to remove remaining portion of coil)') and gestational diabetes ('gestational diabetes') in a 36-year-old female patient who had essure (batch no. 940889-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sinus operation in 2008, multigravida, parity 3, termination of pregnancy (termination of pregnancy 2008 and 2009 for unwanted pregnancies), panic attacks and chronic sinusitis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included fibromyalgia since 2006, obesity, anxiety, depression and breast feeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain ("back pain"). In 2013, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy") and high risk pregnancy ("high risk pregnancy") and underwent cervix cerclage procedure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. In 2014, the patient experienced anal incontinence (seriousness criterion disability) and abdominal adhesions ("bowel adherent to abdominal wall"). In (B)(6) 2016, the patient experienced splenomegaly ("enlarged spleen"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("worsened depression"), anxiety ("mental anguish / worsened anxiety"), emotional distress ("emotional distress"), feeling abnormal ("brain fog"), confusional state ("confusion"), fibromyalgia (seriousness criterion disability), device breakage (seriousness criteria medically significant and intervention required) and gestational diabetes (seriousness criterion medically significant). The patient was treated with alprazolam (xanax), buspirone hydrochloride (buspar), clonazepam (clonopin), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco), lorazepam (ativan), oxycodone hydrochloride (oxycontin) and surgery (cesarean section on (B)(6) 2014, laparoscopic da vinci assisted total hysterectomy & bilateral oophorectomy, oophorectomy and hysterectomy on (B)(6) 2015 and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, high risk pregnancy, premature delivery, cervix cerclage procedure, emotional distress, splenomegaly, abdominal adhesions, back pain, device breakage and gestational diabetes outcome was unknown, the pregnancy with contraceptive device, abdominal pain lower, feeling abnormal and confusional state had resolved and the anal incontinence, genital haemorrhage, depression, anxiety and fibromyalgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal adhesions, abdominal pain lower, anal incontinence, anxiety, back pain, cervix cerclage procedure, confusional state, depression, device breakage, emotional distress, fallopian tube perforation, feeling abnormal, fibromyalgia, genital haemorrhage, gestational diabetes, high risk pregnancy, pregnancy with contraceptive device, premature delivery, splenomegaly and uterine perforation to be related to essure. The reporter commented: because of the severe pain she experienced during the pregnancy and due to narcotics having to be prescribed to her, the twin babies had to be weaned off of narcotics in the nicu, along with other health issues (twin babies cases: (B)(4)). Two removal dates of essure were reported: (B)(6) 2014 (c-section) and (B)(6) 2015 (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were completely blocked. On (B)(6) 2012: x ray dye- doctor told plaintiff she was completed block device was in the correct place. On (B)(6) 2014, surgical pathology report: source of tissue: essure coil from left fallopian tube; right and left fallopian tubes; placenta clinical information: cesarean section with bilateral tubal ligation; edc ¿ on (B)(6) 2014; date of delivery ¿ on (B)(6) 2014 at 0207; gravida 7 para 3 term 3 preterm 0 aborta 3 living 3; baby a - sex - male, weight - 4 pounds 2 ounces, apgars 7 and 9; baby b - sex - male, weight - 4 pounds 15 ounces, apgars 7 and 9; amniotic fluid - clear. Diagnosis: left fallopian tube coil- gross examination only. Fallopian tube (right), salpingectomy- unremarkable fallopian tube, complete cross-section identified, fallopian tube (left), salpingectomy- unremarkable fallopian tube, complete cross-section identified, placenta- monochorionic diamniotic twin placenta (622 grams) with gross and microscopic features consistent with twin-twin transfusion; and disrupted maternal surface in one twin. Gross description: received in formalin labeled "essure coil of left fallopian tube", the specimen consists of a silver metallic coil that is 1.5 cm in length and 0.2 cm in greatest diameter. Lot number reported is ( 940889) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one coil perforated my fallopian tubes / perforation of the tubed by the coil'), uterine perforation ('essure coil was embedded in my uterus / coils becoming embedded in other tissues/organs /coils migration'), premature delivery ('delivery at 36 weeks'), cervix cerclage procedure ('cerclage'), anal incontinence ('bowel incontinence'), abdominal pain lower ('cramping'), genital haemorrhage ('heavy bleeding'), fibromyalgia ('worsened fibromyalgia'), device breakage ('suregery done to remove remaining portion of coil)') and gestational diabetes ('gestational diabetes') in a 36-year-old female patient who had essure (batch no. 940889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sinus operation in 2008, multigravida, parity 3, termination of pregnancy (termination of pregnancy 2008 and 2009 for unwanted pregnancies), panic attacks and chronic sinusitis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included fibromyalgia since 2006, obesity, anxiety, depression and breast feeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain ("back pain"). In 2013, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy") and high risk pregnancy ("high risk pregnancy") and underwent cervix cerclage procedure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. In 2014, the patient experienced anal incontinence (seriousness criterion disability) and abdominal adhesions ("bowel adherent to abdominal wall"). In (B)(6) 2016, the patient experienced splenomegaly ("enlarged spleen"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("worsened depression"), anxiety ("mental anguish / worsened anxiety"), emotional distress ("emotional distress"), feeling abnormal ("brain fog"), confusional state ("confusion"), fibromyalgia (seriousness criterion disability), device breakage (seriousness criteria medically significant and intervention required) and gestational diabetes (seriousness criterion medically significant). The patient was treated with alprazolam (xanax), buspirone hydrochloride (buspar), clonazepam (clonopin), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco), lorazepam (ativan), oxycodone hydrochloride (oxycontin) and surgery (cesarean section on (B)(6) 2014, laparoscopic da vinci assisted total hysterectomy & bilateral oophorectomy, oophorectomy and hysterectomy on (B)(6) 2015 and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, high risk pregnancy, premature delivery, cervix cerclage procedure, emotional distress, splenomegaly, abdominal adhesions, back pain, device breakage and gestational diabetes outcome was unknown, the pregnancy with contraceptive device, abdominal pain lower, feeling abnormal and confusional state had resolved and the anal incontinence, genital haemorrhage, depression, anxiety and fibromyalgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal adhesions, abdominal pain lower, anal incontinence, anxiety, back pain, cervix cerclage procedure, confusional state, depression, device breakage, emotional distress, fallopian tube perforation, feeling abnormal, fibromyalgia, genital haemorrhage, gestational diabetes, high risk pregnancy, pregnancy with contraceptive device, premature delivery, splenomegaly and uterine perforation to be related to essure. The reporter commented: because of the severe pain she experienced during the pregnancy and due to narcotics having to be prescribed to her, the twin babies had to be weaned off of narcotics in the nicu, along with other health issues (twin babies cases: (B)(4)). Two removal dates of essure were reported: (B)(6) 2014 (c-section) and (B)(6) 2015 (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were completely blocked. (B)(6) 2012: x ray dye- doctor told plaintiff she was completed block device was in the correct place. (B)(6) 2014, surgical pathology report: source of tissue: essure coil from left fallopian tube; right and left fallopian tubes; placenta clinical information: cesarean section with bilateral tubal ligation; edc ¿ (B)(6) 2014; date of delivery ¿ (B)(6) 2014 at 0207; gravida 7 para 3 term 3 preterm 0 aborta 3 living 3; baby a - sex - male, weight - 4 pounds 2 ounces, apgars 7 and 9; baby b - sex - male, weight - 4 pounds 15 ounces, apgars 7 and 9; amniotic fluid - clear diagnosis: left fallopian tube coil- gross examination only. Fallopian tube (right), salpingectomy- unremarkable fallopian tube, complete cross-section identified, fallopian tube (left), salpingectomy- unremarkable fallopian tube, complete cross-section identified, placenta- monochorionic diamniotic twin placenta (622 grams) with gross and microscopic features consistent with twin-twin transfusion; and disrupted maternal surface in one twin. Gross description: received in formalin labeled "essure coil of left fallopian tube", the specimen consists of a silver metallic coil that is 1.5 cm in length and 0.2 cm in greatest diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received. Essure lot number added. Insertion and removal date updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one coil perforated my fallopian tubes / perforation of the tubed by the coil'), uterine perforation ('essure coil was embedded in my uterus / coils becoming embedded in other tissues/organs /coils migration'), premature delivery ('delivery at 36 weeks'), cervix cerclage procedure ('cerclage'), anal incontinence ('bowel incontinence'), abdominal pain lower ('cramping'), genital haemorrhage ('heavy bleeding'), fibromyalgia ('worsened fibromyalgia'), device breakage ('suregery done to remove remaining portion of coil)') and gestational diabetes ('gestational diabetes') in a 36-year-old female patient who had essure (batch no. 940889-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sinus operation in 2008, multigravida, parity 3, termination of pregnancy (termination of pregnancy 2008 and 2009 for unwanted pregnancies), panic attacks and chronic sinusitis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included fibromyalgia since 2006, obesity, anxiety, depression and breast feeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain ("back pain"). In 2013, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy") and high risk pregnancy ("high risk pregnancy") and underwent cervix cerclage procedure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. In 2014, the patient experienced anal incontinence (seriousness criterion disability) and abdominal adhesions ("bowel adherent to abdominal wall"). In (B)(6) 2016, the patient experienced splenomegaly ("enlarged spleen"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("worsened depression"), anxiety ("mental anguish / worsened anxiety"), emotional distress ("emotional distress"), feeling abnormal ("brain fog"), confusional state ("confusion"), fibromyalgia (seriousness criterion disability), device breakage (seriousness criteria medically significant and intervention required) and gestational diabetes (seriousness criterion medically significant). The patient was treated with alprazolam (xanax), buspirone hydrochloride (buspar), clonazepam (clonopin), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco), lorazepam (ativan), oxycodone hydrochloride (oxycontin) and surgery (cesarean section on (B)(6) 2014, laparoscopic da vinci assisted total hysterectomy & bilateral oophorectomy, oophorectomy and hysterectomy on (B)(6) 2015 and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, high risk pregnancy, premature delivery, cervix cerclage procedure, emotional distress, splenomegaly, abdominal adhesions, back pain, device breakage and gestational diabetes outcome was unknown, the pregnancy with contraceptive device, abdominal pain lower, feeling abnormal and confusional state had resolved and the anal incontinence, genital haemorrhage, depression, anxiety and fibromyalgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal adhesions, abdominal pain lower, anal incontinence, anxiety, back pain, cervix cerclage procedure, confusional state, depression, device breakage, emotional distress, fallopian tube perforation, feeling abnormal, fibromyalgia, genital haemorrhage, gestational diabetes, high risk pregnancy, pregnancy with contraceptive device, premature delivery, splenomegaly and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: because of the severe pain she experienced during the pregnancy and due to narcotics having to be prescribed to her, the twin babies had to be weaned off of narcotics in the nicu, along with other health issues (twin babies cases: (B)(4)). Two removal dates of essure were reported: (B)(6) 2014 (c-section) and (B)(6) 2015 (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were completely blocked. (B)(6) 2012: x ray dye- doctor told plaintiff she was completed block device was in the correct place. (B)(6) 2014, surgical pathology report: source of tissue: essure coil from left fallopian tube; right and left fallopian tubes; placenta clinical information: cesarean section with bilateral tubal ligation; edc ¿ (B)(6) 2014; date of delivery ¿ (B)(6) 2014 at 0207; gravida 7 para 3 term 3 preterm 0 aborta 3 living 3; baby a - sex - male, weight - 4 pounds 2 ounces, apgars 7 and 9; baby b - sex - male, weight - 4 pounds 15 ounces, apgars 7 and 9; amniotic fluid - clear diagnosis: left fallopian tube coil- gross examination only. Fallopian tube (right), salpingectomy- unremarkable fallopian tube, complete cross-section identified, fallopian tube (left), salpingectomy- unremarkable fallopian tube, complete cross-section identified, placenta- monochorionic diamniotic twin placenta (622 grams) with gross and microscopic features consistent with twin-twin transfusion; and disrupted maternal surface in one twin. Gross description: received in formalin labeled "essure coil of left fallopian tube", the specimen consists of a silver metallic coil that is 1.5 cm in length and 0.2 cm in greatest diameter. Lot number reported is ( 940889 ) is notvalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil perforated my fallopian tubes / perforation of the tubed by the coil"), uterine perforation ("essure coil was embedded in my uterus / coils becoming embedded in other tissues/organs /coils migration"), pregnancy with contraceptive device ("unintended pregnancy"), high risk pregnancy ("high risk pregnancy"), premature delivery ("delivery at (B)(6)"), cervix cerclage procedure ("cerclage"), anal incontinence ("bowel incontinence"), abdominal pain lower ("cramping"), genital haemorrhage ("heavy bleeding") and fibromyalgia ("worsened fibromyalgia") in a (B)(6) female patient (gravida 6, para 4) who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiple pregnancy, parity 3, termination of pregnancy (termination of pregnancy 2008 and 2009 for unwanted pregnancies), panic attacks, chronic sinusitis and sinus operation in 2008. Previously administered products included for an unreported indication: depo-provera in 2011. Concurrent conditions included fibromyalgia since 2006, obesity, anxiety and depression. In 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain ("back pain"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy (seriousness criterion medically significant) and cervix cerclage procedure (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). In 2014, the patient experienced anal incontinence (seriousness criterion disability) and abdominal adhesions ("bowel adherent to abdominal wall"). In (B)(6) 2016, the patient experienced splenomegaly ("enlarged spleen"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("worsened depression"), anxiety ("mental anguish / worsened anxiety"), emotional distress ("emotional distress"), feeling abnormal ("brain fog"), confusional state ("confusion") and fibromyalgia (seriousness criterion disability). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with fluoxetine hydrochloride (prozac), oxycodone hydrochloride (oxycontin), vicodin (norco), clonazepam (klonopin), lorazepam (ativan), alprazolam (xanax), buspirone hydrochloride (buspar), surgery (cesarean section on (B)(6) 2014 and hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, high risk pregnancy, premature delivery, cervix cerclage procedure, anal incontinence, emotional distress, feeling abnormal, confusional state, fibromyalgia, splenomegaly, abdominal adhesions and back pain outcome was unknown, the pregnancy with contraceptive device had resolved, the abdominal pain lower and genital haemorrhage was resolving and the depression and anxiety had not resolved. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal adhesions, abdominal pain lower, anal incontinence, anxiety, back pain, cervix cerclage procedure, confusional state, depression, emotional distress, fallopian tube perforation, feeling abnormal, fibromyalgia, genital haemorrhage, high risk pregnancy, pregnancy with contraceptive device, premature delivery, splenomegaly and uterine perforation to be related to essure. The reporter commented: because of the severe pain she experienced during the pregnancy and due to narcotics having to be prescribed to her, the twin babies had to be weaned off of narcotics in the nicu, along with other health issues (twin babies cases: (B)(4)). Two removal dates of essure were reported: (B)(6) 2014 (c-section) and (B)(6) 2015 (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6) 2012: x ray dye- doctor told plaintiff she was completed block device was in the correct place. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.